Manufacturer narrative:
The complaint sample was not received, and the lot number was reported as unknown, hence there is no lot# to refer to review the DHR and determine when that lot was manufactured. All device history records (dhrs) are reviewed by quality assurance prior to release. For sterilized products, the DHR and the sterilization documents undergo further review prior to release to the distribution center. Prior to a lot¿s release, the lots must be deemed acceptable, passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. When that lot was manufactured. A formal corrective / preventative action (CAPA) established potential root causes for a report of a miscount. The potential root causes were determined to be the banding and packaging including the accuracy and consistency of the scales used to weigh the sponges had not been verified; the procedure to set up the scales did not reflect the current process; for smaller sized product codes, extra movement is performed by rotating the sponges prior to banding; and there were no guidelines for the tightness of the band which could inadvertently create miscounts.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: there were only nine instead of ten raytecs in the pack.